Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye at this time. Explant planned for a later date, yet undetermined. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon was going to do lens exchange in secondary procedure for the patient who had symfony lenses implanted in both eyes because of patient experiencing night glare and halos. Additional information was received and it was learnt that patient¿s left eye lens was exchanged (B)(6) 2018, and patient¿s right eye lens will be exchanged at a later date. There was no incision enlargement, no suture, no vitrectomy required for the explanted lens. No further information provided. Patient had bilateral lens implants. This report will capture information for the right eye of patient. A separate report is being submitted for patient¿s left eye.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.